Event description:
It was further reported, post-stent deployment intravascular ultrasound (ivus) was used. Stent under expansion was noted on both taxus liberte (3.0x32mm and 2.75x20mm) stents. Optimization treatment was performed. Post-dilation with a non-complaint balloon was performed. Final treatment outcome was confirmed by ivus. Stent deployment result was optimal.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). Same case as 2134265-2010-02738. It was reported that following a coronary artery stenting procedure the patient experienced chest pain and a myocardial infarction (mi). Target lesion #1 was located in the mid left anterior descending (mid lad) with 95% stenosis and was 20 mm long. Reference vessel diameter unknown. The physician treated the lesion with pre-dilatation, thrombectomy and a 3.00 x 32 mm taxus liberté stent. Post-dilatation was performed with 0% residual stenosis. Target lesion #2 was located in the distal left anterior descending (dist lad) artery with 60% stenosis. Reference vessel diameter unknown. The physician treated the lesion with direct stent placement and an overlapping 2.75 x 20 mm taxus liberté stent. Post-dilatation was performed with 0% residual stenosis. Residual chest pain post procedure was treated with intravenous nitroglycerin. The next day, prior to discharge, the patient complained of vague chest discomfort, rated 1-2/10. A 12 lead EKG showed new q waves in v1, st depression in v2 and a new right bundle branch block. Cardiac enzymes did meet the protocol definition for an mi. At the time of the event, the patient was taking aspirin and prasugrel. The patient was discharged the following day.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).